Manufacturer narrative:
(B)(4). G2: foreign, event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inlay could not be seated in the component. Attempts have been made, and no further information has been provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b5; d4 ;d9; g3; h6; h2; h3; h4; h6, h11. Corrected data: d4 expiration date and UDI number; h4 device manufacturer date; h6 component codes. The complaint has been confirmed through analysis of the returned product. The tip of the post on the bottom of the insert has indentation marks and is deformed. The outside surfaces have groove-like indentations around them. A scratch was observed on the inner diameter. On the backside of the insert, indentation points typically produced in the polyethylene by the shell¿s metal spikes could not be identified. All measured dimensions were found to be conforming. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d10, g3, g6, h2, h11. D10: item name: unknown cup; item number unknown; lot number unknown. Corrected data: d4 - lot number corrected based on the returned product. The product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.